Event description:
It was reported that a patient's system was removed due to an infection. The date of explant was unknown. The patient received a new system on (B)(6) 2012. No further information was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v940070, implanted: (B)(6) 2012, product type: lead.